Event description:
A customer reported that their AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.